Event description:
New information received notes that the implantable cardioverter defibrillator bluetooth telemetry was restored and reconnected prior to the next follow-up at a different facility. Patient condition was stable.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. No intervention was performed. There were no patient consequences.